Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a f/u, there were no egms displayed on the programmer screen. Both atrial and ventricular sense and pace tested normally. Reinterrogating the device resolved the issue and the device remained implanted.